Event description:
Customer states he is having issues with the perfecto concentrators. Pilot valve cracked. Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the valve is stuck.